Event description:
On (B) (6) 2009 the pt was implanted with zenith tx2, gore excluder aaa endoprostheses and anaconda stent graft to treat an abdominal aortic aneurysm. The follow-up imaging showed type I endoleak. On (B) (6) 2009, an aortic extender component was placed to address a proximal type I endoleak. During the implant, resistance was felt while advancing the device through the 20 fr gore introducer sheath with silicone pinch valve. Screening showed the sheath was kinked. Following placement of the device while removing the delivery catheter, it was observed that the leading olive became separated from the catheter. The sheath was removed and replaced with a cook 20 fr sheath. The physician was able to pull out the leading olive using a snare catheter. On the final imaging the type I endoleak was resolved. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.